Manufacturer narrative:
Device received with no button response due to moisture damage on the electronic assembly. Unable to verify insulin flow block alarm, drive or motor anomaly and perform the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that when they holding down the center button the piston did not advance. Customer stated insulin pump had insulin flow blocked alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.